Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The verse torque tightener instrument (2997-04-230) was being used to final tighten a single innie set screw (179702000) on a hook that had been inserted as part of the construct for a scoliosis correction. When the torque of the single innie set screw got close to the 80in-lb tension the ridges on the x25 tightener sheared and we could not reach the required torque to final tighten. I went to get the final tightener form the expedium 5.5 set (279712600) to use instead. During this time the other verse torque tightener (2997-04-230) had been used to final tighten the single innie set screw (179702000) but some damage was visable to the tightener's x25 end. The surgeon decided to provide extra force by hammering to top of the torque tightener to ensure the tightener tip was sufficiently seated in the set screw. The surgeon suggested that it was the wrong tip for the implant. I explained that the other instrument, the expedium tightener (279712600), that we usually used had the same x25 driver tip as the tightener (2992704230) we were using. The surgeon then suggested that their could be a deficiency with the instrument. The operation was completed with all set screws and correction keys being torque tightened to the appropriate pressure with the 2nd verse torque tightener, however the tightener now has signs of significant wear and tear and both will need to be replaced.

Manufacturer narrative:
Evaluation codes: additional information. Device available for evaluation?, device evaluated by MFR?: corrected data. The broken verse x25 inserter [product code: 2997-04-230] was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.